Manufacturer narrative:
(B)(4): device currently unavailable.

Event description:
Per the clinic, the patient developed an infection and subsequent skin flap necrosis after sustaining trauma to the implant site in (B)(6) of 2013. The patient was reportedly treated with oral antibiotics for two months, however, the issue did not resolve. The device was subsequently explanted in (B)(6) 2013 (specific date not reported).it is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6), 2014.